Event description:
A user facility telephoned and provided photos of their reprocessing methods for visera cysto-nephro videoscope. Their reprocessing methods do not align with olympus reprocessing standards. Per the facility, the scopes were not being fully reprocessed. The brushing and leak test were not being performed and as a result they were having infections. MDR's (B)(6) and (B)(6) represent the alleged multiple infections. This medwatch report is for the patient identifier (B)(6).